Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from the nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd treatment. Pd therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics (dose, route, and frequency not reported) for the peritonitis. On (B)(6) 2012, the patient was discharged. The patient was at home and still on antibiotics. The patient was recovering from the event of peritonitis. Follow up information from the nurse on (B)(6) 2012. The nurse confirmed the event of peritonitis. The nurse stated that the onset date was (B)(6) 2012. The patient was treated with vancomycin 1 gram, intra-peritoneally, dates unknown. The patient was hospitalized from (B)(6) 2012. The nurse stated that the cause of the peritonitis was touch contamination. The patient was retrained. The patient recovered from the event of peritonitis. The nurse stated the event was not related to any baxter device or disposable part.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse that there was a touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.